Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that the customer had high blood glucose levels of 164 mg/dl. The customer reported a motor error alarm from the insulin pump. The customer further reported that the motor error occurred while changing the reservoir of the insulin pump. Troubleshooting was done. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Insulin pump passed displacement test, basic occlusion test and prime test. Insulin pump received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was note detected during our testing. No cosmetic damage noted.